Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) received a call from the field representative about loss of capture (loc) on the telemetry strips hours after the device and leads were implanted. Ts reviewed the electrogram on latitude and saw no issues, but saw on the telemetry strips there was possible loc or fusion beats with potentially greater than two seconds of asystole. The field representative noted that they saw no issues during the power-on self test (post) and the device checked out perfectly. The device and right ventricular lead were later replaced. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) received a call from the field representative about loss of capture (loc) on the telemetry strips hours after the device and leads were implanted. Ts reviewed the electrogram on latitude and saw no issues, but saw on the telemetry strips there was possible loc or fusion beats with potentially greater than two seconds of asystole. The field representative noted that they saw no issues during the power-on self test (post) and the device checked out perfectly. The device and leads remain in service. No adverse patient effects were reported.